Manufacturer narrative:
Additional information was received that this record does not allege a device failure; therefore, it will be closed as a nac.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation due to battery failure. There was no patient involvement.

Manufacturer narrative:
A ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.